Manufacturer narrative:
Initial

Event description:
It was reported that the user received a low glucose alert on a dexcom g7 while asleep, consumed approximately 5 grams of carbohydrates, and later obtained a fingerstick value of 136 mg/dl while the pump displayed 101 mg/dl, suggesting a cgm inaccuracy consistent with a compression low; the event resolved with oral glucose. Symptoms included hypoglycemia. Outcomes included an unexpected medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings and insufficient information regarding a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.